Event description:
On (B)(6) 2015 covidien received a litigation complaint which alleges as follows: on (B)(6) 2013, (B)(6) (general surgeon) performed subtotal colectomy and ileostomy on (B)(6) due to c. Difficile colitis, at (B)(6) hospital,(B)(6). (B)(6) left the surgical suite and informed the plaintiff and family that (B)(6)'s surgery went well and that the family would be seeing (B)(6) shortly in a surgical recovery room. (B)(6) then returned to advise the family that (B)(6) had suffered a cardiac arrest and had coded in the hallway between the surgical suite and post anesthesia recovery room. At the time of the code, (B)(6) was unable to breathe on his own and was entirely dependent on the medical personnel to monitor his condition and provide (B)(6) with life sustaining oxygen. It was reported that while helpless and entirely dependent on the medical personnel, (B)(6) went for several minutes without even being monitored or assessed regarding oxygen and cardiac status. At least one hospital employee was reportedly terminated as a direct result of this neglect. (B)(6) was placed in the ICU, and later hospice care where he died on (B)(6) 2013. (B)(6) failed to preserve or even photograph the alleged device. (B)(6) failed to make any report to the alleged manufacturer(s) or to the FDA. Despite medical personnel blaming the allegedly defective endotracheal tube (ett), (B)(6) defendants continued to use the same.....

Manufacturer narrative:
Covidien reference number: (B)(4). ...type of endotracheal tube (ett) on future patients. However, (B)(6) told the family that the endotracheal tube (ett) that had provided oxygen to (B)(6) had a leak and that it was allegedly manufactured by kimberly-clark, covidien holdings, and/or covidien sales.

Manufacturer narrative:
(B)(4). The following information was received from the hospital in response to "interrogatory no. 31: state with specificity the manufacturer, lot number and any other identifying characteristics of the endotracheal tube utilized during (B)(6) surgery." "Answer: covidien 8.0 e.t. Tube." The lot number and other identifying characteristics were not provided, only that a box of ten covidien hi-lo oral nasal cuffed hooded murphy tip with murphy eye had been ordered by (B)(6) hospital from vendor (B)(4). Catalogue number (B)(4).